Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, which they understood and acknowledged.